Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 15-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving compounded baclofen 1500 mcg/ml for a total dose of 388.8 mcg/day, morphine 2 mg/ml for a total dose of 0.5 mg/day, and dilaudid (h ydromorphone) 12 mg/ml for a total dose of 3.11 mg/day via an implantable pump for spinal pain. It was reported the patient was having a spinal fusion at l3/4 on (B)(6) 2019. The catheter was noticed near surgical site so the physician wanted a rep available in case of catheter problems. It was noted when finishing up the fusion, the catheter fractured/broke. The physician proceeded to reconnect the catheter and the catheter broke again. Due to the catheter age and being very fragile, the physician decided to replace the entire catheter with a 8780 as it was what was best for the patient. Surgical intervention occurred as the catheter was explanted and replaced on (B)(6) 2019. The catheter would not be returned as the customer discarded the catheter. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were unknown (asked and will not be made available). The event date was (B)(6) 2019. No further complications were reported/anticipated.